Event description:
It was reported that a flogard infusion pump would not turn on. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Service confirmed the reported problem of "would not turn on." The cause of the reported problem was determined to be a depleted battery. To correct the condition, the battery was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.